Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca. Approx 2 months following index procedure pt returned to hospital for a planned pci of the lad and circumflex arteries. Pci revascularization of the mid lad was carried out. One endeavor sprint rx drug-eluting stent was implanted. A pci revascularization of the mid lcx was carried out on the same day. One other brand stent was implanted. Investigator indicated that there was no relationship to the study stent. It was reported that pt was admitted with chest discomfort 3 days post revascularization procedure. EKG and labs indicated an mi. Investigator indicated that there was no relationship to the study device. Pt was taken to the cath lab where stent thrombosis of the mid lcx is reported to have occurred. An angiography did not show thrombosis of a study stent. A revascularization was performed as a result of this event. A pci revascularization of the mid lcx (balloon only) is reported to have occurred on the same day as the stent thrombosis event. The next day a pci revascularization of the mid lad and the 1st diagonal branch (balloon only) was carried out. Lesions successfully treated.

Manufacturer narrative:
Secondary intervention, revascularization of non target vessel - eval: results: myocardial infarction.